Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms and lead fracture. No additional adverse patient effects were reported. This rv lead will be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high out-of-range pace impedance measurements greater than 2,000 ohms and lead fracture. No additional adverse patient effects were reported. This rv lead will be returned for analysis. Additional information received indicated that this right ventricular (rv) lead will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.